Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. **evaluation summary** the pump was tested at 2 ml/hr for 20 hours. The pump was also evaluated at 125 ml/hr. The results were within specification.

Event description:
It was reported that a 50 ml container of heparin was programmed to infuse at 2 ml/hr. Reportedly, the infusion was fine after 1 hour, but the bag was almost empty the second time it was checked. This may have been after two hours, however this is not clear. No pt info was available. No medical or surgical intervention was reported.